Event description:
We received a report concerning a patient where an intraocular lens (iol) was explanted from the right eye after the patient experienced unexpected post-operative refraction. No sutures were required.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The iol was cut in two parts. A few loose particles were observed in the optic zone compatible with handling the lens out of a sterile environment. At 10x magnification the circular zones across the optic were observed, indicating the lens is a zmb00 model. The condition of the returned lens was consistent with one that has been implanted and explanted from the patient's eye. Diopter measurement was not performed as the condition of the lens was not adequate for diopter measurement. However, the lens diopter was verified during manufacturing miq (stored data) and matches the labeled diopter. The customer complaint could not be confirmed. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Explant of intraocular lens. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected data: (B)(6). All pertinent information available to abbott medical optics has been submitted. MFR report # should have been 2648035.